Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Patient identifier, weight, and ethnicity and race were not provided for reporting. This report is for (band aid brand kizu power pad (kpp) blister 6ct ap 4901730090889 4901730090889apb 4901730090889apb). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). UDI# (B)(4). Upc: 4901730090889. Lot number: ni. Expiration date: ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A parent reported about her 17-year-old daughter. The consumer applied band-aid hydro seal bandages blister for a blister on her foot. About 10-15 minutes after applying the strip, the consumer initially felt hot on the applied area and then had itching, which spread to the whole body. The consumer visited a clinic immediately and was told by her physician that the symptom was anaphylactic shock. The physician asked the consumer if she ate anything unusual or did un-ordinary things, but the only thing the consumer did differently from usual was that she applied the product. The consumer was told by her physician that the cause was unknown, but the symptoms already recovered as of this reporting.